Event description:
Physician suspected she perforated the patient's uterus prior to initiating an ablation. The novasure cavity integrity assesment (cia) system was attempted and confirmed the perforation. Patient recovered normally and was discharged the same day. The novasure device and cia test performed as intended.